Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and stated that, the events occurred during the surgery (previously reported as after surgery). It was noticed that cartridge material adheres to posterior surface of lens requiring removal with irrigation and aspiration (I/a) that can sometimes be difficult. Yag laser capsulotomy performed. Lens, capsule polishing performed.

Manufacturer narrative:
Corrected information provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Upon further review of the previously reported information, the patient experienced grade 1 posterior capsular opacification (pco), previously reported as grade 2.

Manufacturer narrative:
A product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following the intraocular lens (iol) implant procedure, the patient experienced grade 2 posterior capsular opacification and the lens was rotated. Additional information has been requested however no further info received.